Event description:
The following information was received from global pharmacovigilance (gpv) and this is a spontaneous report by a physical therapist in the USA of peritonitis in a patient coincident with unknown dianeal therapy. On (B)(6) 2012, the patient stated they had peritonitis. On (B)(6)2012, the patient was hospitalized for peritonitis. The therapist stated that the patient made mistake touch contamination. The patient was discharged from the hospital on (B)(6) 2012. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint, for use error - breach in aseptic technique is confirmed because the patient made mistake/touch contamination, which is a use error that can cause can peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique